Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow up was conducted and no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.